Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter in two pieces. The device was bloody and filled with contrast. The balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and a hypotube fracture located 51.1cm from the strain relief, and a kink in the distal shaft located 19.8 cm. The fracture faces were ovalized, suggesting the area was kinked prior to fracturing. Inspection of the rest of the device found no other damage or defects. The guide catheter used in the procedure, with the complaint device was not returned for analysis. Also, due to the complaint device being fractured in the hypotube/shaft, device to device testing with a lab supplied guide catheter could not be done.

Event description:
It was reported that shaft break occurred. The patient presented with acute myocardial infarction. The 70-80% stenosed target lesion was located in the mildly tortuous and non-calcified mid left anterior descending artery. A 2.5mm x 12mm quantum maverick balloon catheter was selected for post dilatation. However, resistance was felt when the device was advanced through the guide. The device was completely removed and found that the shaft was broke 31 centimeters from the hub. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The patient presented with acute myocardial infarction. The 70-80% stenosed target lesion was located in the mildly tortuous and non-calcified mid left anterior descending artery. A 2.5mm x 12mm quantum maverick balloon catheter was selected for post dilatation. However, resistance was felt when the device was advanced through the guide. The device was completely removed and found that the shaft was broke 31 centimeters from the hub. No patient complications were reported.